Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found that the discrepant results were from cuvette #97. The fsr resolved the issue by replacing the cuvette segment, list number 04s47-01 alnty c-series cuvette, containing cuvette #97. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased sodium results for three patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 133-146 mmol/l): patient 1 initial result was 100.4 mmol/l, repeat was 137.7 mmol/l patient 3 initial result 104 mmol/l, repeat was normal sample ID (B)(6) initial result was 111, repeat was 136 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased sodium results for three patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 133-146 mmol/l): patient 1 initial result was 100.4 mmol/l, repeat was 137.7 mmol/l. Patient 3 initial result 104 mmol/l, repeat was normal. Sample ID (B)(6) initial result was 111, repeat was 136 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = patient 1, patient 3, and sample ID (B)(6) . All available patient information was included. Additional patient details are not available.